Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative performed rotation of the gantry. And multiple 3d scans. No noise was noticeable. Representative was unable to replicate the reported issue. Gain calibration was performed and passed. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the first 3d imaging spin was performed normally and the surgeon was able to navigate. When a 3d imaging was performed for checking, it was reported that a loud whistling sound was heard from the imaging system during image acquisition. The image was little blurry. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The noises experienced by the user are normal alarm sounds due to over 5 min of fluoro shoot. The software functioned as designed.

Manufacturer narrative:
Patient information was received from the site.